Event description:
The customer stated that the caps were not on the components as shown on the drawing that was attached to the complaint.

Manufacturer narrative:
The kit in question is one of seventy five (75) kits built as part of lot 13822-02. This is the second kit from lot 13822-02 identified as having disconnected components; however, the disconnected components found in the second kit are different from the disconnected components found in the first kit. In response to the first nonconformity report (B)(4), five (5) kits were pulled from fg inventory and evaluated, with none of the kids having any loose or disconnected components. The ptm was happy with getting a "peek" at a handful of other kits on hand to see if they were affected similarly. Loose/disconnected components can occur as a result of random material handling with individual kits witnessing varying degrees of handling. A heightened awareness will be placed on the assembly of the components found to be disconnected and manufacturing personnel will be re-trained accordingly. The plan moving forward is to monitor the issues/complaints associated with this lot of kits and communicate with the ptm to implement corrective action as necessary. (B)(4).